Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that after infusion set change, insulin pump was not delivering the correct amount of insulin. Customer also reported that pieces were breaking off from battery compartment. Customer's blood glucose was 168 mg/dl. Customer reported that drive support cap appeared normal. Insulin pump passed self-test. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and a21 error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no missing segments or partial display noted. The insulin pump was tested with a water filled test reservoir, several boluses were programmed and delivered; the units left displayed properly and match units left at test reservoir. The insulin pump was received with broken battery tube thread, cracked reservoir tube lip and minor scratches on the display window noted.